Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 470 mg/dl and a high ketone level. Prior to going to the ER, a correction bolus was delivered to address bg level. In the hospital, the customer was treated with intravenous fluids. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump had shutdown unexpectedly. During troubleshooting, it was discovered that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges.